Event description:
In 2004 pt for micro-direct laryngoscopy/bilateral excision of vocal cord lesions. Rubber tooth protector placed on upper teeth. At conclusion of procedure, roughened area on back of right central incision noted. Tooth guard inspected and noted that pt's tooth had sliced through rubber of tooth guard. Pt to follow up with dentist.